Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that the device was shocking the patient when they walked through security devices. No abnormal impedances were measured and reprogramming was done. The patient was instructed to turn the device off when passing through security devices. They were indicated for urinary dysfunction and gastrointestinal/pelvic floor. No further information was reported. A follow up report will be sent if additional information is received.